Event description:
It was reported that, peg broke off and was removed from femur by surgeon during primary tka.

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.